Event description:
(B)(4) MDR - after an implantation time of about 17 days, an exit block was reported. No deterioration of the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
(B)(4) MDR.